Event description:
A complaint of high readings was received on a customer's freestyle flash meter. The customer obtained a reading of 89 mg/dl compared to a laboratory reading of 27 mg/dl. When plotted on a parkes error grid, the result fell in the "c" zone. The difference in readings is considered clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A f/u report will be submitted if the products are received.